Event description:
It was reported a patient underwent total hip arthroplasty on (B)(6) 2013. During the procedure, the surgeon could not disengage the handle from the acetabular component which caused the acetabular component to spin and the ring to pop out. The procedure was completed using smaller size acetabular component. There was a delay in the procedure of forty (40) minutes. No further information has been provided to date.

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Dimensional evaluation found component to not be within appropriate design specification. The gage print and gage calibration procedure has been updated to address the non-conformance.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - device is reported to be available for return but has not been received to date.